Manufacturer narrative:
(B)(4). Conclusion: the device information for use under precautions states" caution: the use of a laparoscopic tissue extraction bag is recommended for the morcellation of malignant tissue or tissue suspected of being malignant and for tissue that the physician considers to be potentially harmful when disseminated in a body cavity. As morcellation may affect endometrial pathologic examination, preoperative evaluation of the endometrium should be considered. Should malignancy be identified, use of the gynecare morcellex¿ tissue morcellator may lead to dissemination of malignant tissue. It is unknown if the actual device used in this patient procedure was in fact an ethicon morcellator. The event investigation is ongoing.

Event description:
(B)(4) received an e-mail from the ethicon risk team stating the following: it was reported that the patient underwent a laparoscopic hysterectomy on (B)(6) 2008 and morcellex was utilized for uterine tissue morcellation. In (B)(6) 2008, the patient was seen by dr. (B)(6), a gynecologic oncologist, who confirmed a leiomyosarcoma diagnosis and recommended chemotherapy. The patient underwent multiple cycles of chemotherapy treatment for over two years. In (B)(6) 2011, the patient had a CT scan which showed three large masses within her abdomen and pelvis, and her doctor noted this was consistent with metastatic disease. The patient had to undergo additional cycles of chemotherapy. The patient continues to experience abdominal pain, weakness, fatigue and takes oral chemotherapy to treat the cancer. No additional information was provided.